Manufacturer narrative:
(B)(4). 00595204012 - articular surface use with plate 5,6 size green/c-h 12 mm height - 62775319 00597001701 - femoral component precoat size g left - 63487842 00597206535 - all poly patella standard cemented size 35 mm diameter 9.0 mm thickness - 63463158 66022663 - palacos r + g (1x40) - 85464562 g2 : foreign country : (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a knee procedure. Approximately 7 years post-op, the patient was revised due to tibial subsidence. Surgeon noted that the patient was highly active which applied a huge load on the patient's knee. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified foreign material and scratches on the underside of the implant, likely due to the explantation of the device. As the device was not returned, further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.